Event description:
(B)(4): information was received from a patient implanted with an implantable neurostimulator (ins) for postlaminectomy pain. It was reported that the ins was causing pain in the patient¿s right hip and her head for the past few years as of (B)(6) 2016. The patient had not used stimulation since 2008 as she no longer needed therapy after her spouse died. The patient did not have a current doctor and needed a doctor to remove the device. (B)(4): additional information was received from the patient. It was reported additional information was received from the patient. The patient had an appointment on (B)(6) 2017. It was reported that the implant in their hip was causing the pain in the muscle and nerves. They also reported that the burning and stinging at the ins site was due to pressure on the nerves. They had an appointment for further evaluation on (B)(6) 2017 and would know more then. The trouble walking had not resolved.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 748966 lot# serial# (B)(4) implanted: (B)(6) 2008 explanted: product type extension product ID 3550-09 lot# serial# (B)(4) implanted: (B)(6) 2008 explanted: product type accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for postlaminectomy pain. It was reported that the ins was causing pain in the patient¿s right hip and her head for the past few years as of (B)(6) 2016. The patient had not used stimulation since 2008 as she no longer needed therapy after her spouse died. The patient did not have a current doctor and needed a doctor to remove the device. Additional information was received from the patient. It was reported that the device was not for hip pain, just pain in the patient¿s neck. The generator/battery pack was in the patient¿s hip and a wire went to the neck/head area to the pain blocker. The device was for neck pain only. The pain in the patient¿s hip was because of the generator and it hurt because of it. It was noted that the neck pain was okay now. The patient had only used it six months after having it put in. It was put in in 2008 because of the neck pain at the time. It was noted that the patient had only seen the implanting doctor at their facility two times since having it put in. The patient had it reprogrammed twice and never used it again after that. Where the generator was in the patient¿s hip was very sore. Additional information received from the patient indicated that they had their device implanted 9 years ago, and they used it for over a year and a half, and then they didn¿t need it. They noted that after 2 years of having their device implanted, they did not need it. The patient stated that now they hurt where the battery implanted, in their right buttock. They noted the area stings and sends pain down their right leg. The patient mentioned their leg gets numb, and they have trouble walking and sleeping. They stated that because of the pain in their device area, their head also tingles where their implant goes. They noted that their pain is getting worse, and have burning and stinging sensations. The patient noted they have heart problems, and have a pacemaker that works fine. The patient has not used their stimulator in years. Additional information was received from the patient. The patient reported they had not used their device for at least 7 years because they no longer needed it. The patient reported it was now giving her a lot of trouble. It burned and stung in the hip at the generator site. The patient states it gets tender in her head now, and she is not sure what is causing it. It burns at the ins site at times, and then the leg gets numb in the cheek of the buttocks. It is worsening. The patient talked to her rheumatologist, who won¿t treat the patient until the device is out, as she is afraid to interfere with it. The patient had been given cortisone. The patient has so much pain she doesn¿t go anywhere. The patient mentioned she has been really sick this week and it stung and hurt badly, and if bends, it is like a boil. The right side of the body gets numb and makes her whole leg hurt and walking is the worst thing. The patient further reported that whatever is causing the pain is also causing her veins to swell and she has a dilated, puffed out right leg. Vein trouble is nothing new to the patient and she has had vein trouble for a long time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.